Event description:
This morning the lab supervisor identified an issue with recent shipment of bd item ref 367344 green butterfly needles, lot#3047784, expiration date of 02/2015. The lab supervisor notified the bd rep of the issue. There is a defect in some of these that can be visually seen as holes in the tubing. This appears to be a recent lot shipment. We have pulled all of this item from lab and network reference lab draw sites and have them in the lab.device #1is this a laboratory device or laboratory test?no.